Event description:
It was reported by service report that the power cord was missing its ground prong. It is unk if there was pt involvement or any adverse consequences.

Manufacturer narrative:
This user facility serves as the health care provider for one of the (B)(4) prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.